Event description:
It was reported that the t:slim x2 pump battery would not charge, despite efforts to rectify the issue using different charging cables and wall adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, handling the replacement on a separate case issue.